Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported unit does not work at all. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician indicated the o2 (oxygen) regulator leaks. The service technician replaced the o2 regulator to resolve the reported issue. Unit passes the est (extended self test) and performance verification tests.

Manufacturer narrative:
G4: 08jul2020 b4: (B)(6)2020 oxygen regulator assembly was returned for analysis. Visual inspection of the oxygen regulator assembly did not reveal any signs of physical damage or abuse. An investigation was performed and the oxygen regulator test results were out of specifications and the reported complaint of oxygen regulator leaking was duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.